Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. Four days postoperatively, the patient was diagnosed with grade 2-3 diffuse lameller keratitis (dlk) in the right (od) eye. One day later, a flap lift and rinse was performed. The patient responded to treatment and dlk has resolved. The patient's preoperative and postoperative best corrected visual acuity (bcva) was 20/20. The association between the event and the device is unk.

Manufacturer narrative:
An intralase clinical applications specialist (cas) visited the customer site on 01/05/2007 and performed additional patient follow-up five days later. As part of the investigation, the cas assessed the laser's settings, surgical techniques, and sterility processes to determine possible root cause(s). The cas recommended use or steroid drops immediately following the excimer treatment and suggested ac unit be checked out since the room temperature was higher than recommended. Although laser settings were within specifications, they were optimized to doctor's preference. The system was found to meet specifications upon depature. Patient responded to treatment and dlk resolve. One day later, a field service engineer (fse) performed a follow up site visit. The fse inspected the laser system and performed preventative maintenance. The laser system performed as intended, and met specifications upon departure of visit.